Event description:
It was reported after a pre-deployment femoral angiogram, a 6f angio-seal sts plus device was deployed in the right femoral arteriotomy. Hemostasis was not achieved and manual occlusive pressure was applied resulting in hemostasis. Later, while in the holding area, the pt complained of foot pain and developed ischemia and a blue foot. A femoral angiogram from a left femoral artery puncture, demonstrated a filling defect in the right femoral artery with no blood flow at the trifurcation vessels. The pt underwent surgical intervention where an embolectomy was performed. Surgical finding revealed the angio-seal was intact and partially inside the femoral artery. The access was through a plaque and the anchor of the angio-seal sandwiched the plaque and collagen entered the artery. The lower limb was reperfused and the pt returned to the ICU. A coronary artery bypass graft (CABG) surgery was done 3 days later to correct 3 vessel disease. The pt was discharged 7 days after the diagnostic heart catheterization.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible, since the lot number was unavailable. Based on the information rec'd, the cause for the vessel occlusion could not be conclusively determined; however plaque was present at the puncture site. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU state precaution should be made with the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture, while advancing the collagen, could cause the collagen to enter the artery.